Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem was confirmed during sample evaluation. The cause of the problem was determined to be depleted main batteries. The main battery was replaced in order to fix the problem.

Event description:
A customer reported a flogard pump with an f94 alarm. It is unknown during which step this event had occurred. There was no patient involvement, therefore there was no report of patient/user injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.